Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed but the root cause could not be determined. Two photographs of a 4fr sl powerpicc catheter were returned for evaluation. Inspection of the photographs found that a leak had occurred while the catheter was indwelling in the patient, causing liquid to pool beneath the dressing applied over the insertion site. Inspection of the catheter tubing found that a kink was present at approximately the 5 cm depth marker and a visual artifact was present at approximately the 8 cm depth marker on the catheter tubing. It is unclear from the photo if this artifact is a kink, a tear in the tubing, or something else. No other features could be discerned based on the photos. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the implanter saw the break because it was backflowing when flushing the catheter. Catheter was fixed using statlock and used for chemotherapy drugs. Treatment was delayed due to new catheter being inserted. No harm to patient.